Event description:
Infant delivered at 40 weeks gestation. Infant in occiput posterior presentation. Vacuum extraction delivery. Infant had apgars 2-3-5 requiring intubation and increased hospital stay. There was 3mm calvarial depression.